Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during a lobectomy procedure. Reportedly, the staple line was incomplete. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.